Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve (viv) transcatheter aortic valve implantation (tavi) procedure in a patient with a previously implanted non-medtronic 21 millimeter surgical valve, the patient had a bicuspid anatomy with a dilated ascending aorta (approximately 40 millimeter). During deployment of the transcatheter heart valve, at approximately 80% of deployment, the implantation depth was assessed to be high. The physician decided to recapture the valve, and while recapturing, the catheter was observed to push against the valve frame, which led to one of the paddles becoming dislodged and detached from its socket. The physician adjusted the fluoroscopic angle for better visualization of the valve frame, confirmed the paddle detachment, and recaptured the valve as much as possible, repositioning it in the descending aorta. No dissection was observed. A second valve was then prepared and deployed successfully.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012280002); product type: 0195-heart valves; implant date (B)(6) 2025 section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.